Manufacturer narrative:
Related manufacturer report number 2916596-2024-01436 is no longer applicable. The mobile power unit was determined to be a non-complaint. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log files. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review with events spanning approximately 2 days (28feb2024 at 01:18:15 to 02mar2024 at 13:52:24 per time stamp). Intermittent atypical power cable disconnect alarms and relative state of charge (rsoc) invalid faults were active in multiple instances throughout the log file. These power cable disconnect alarms were recorded on both the black and white power cables while connected to either the mobile power unit or 14v li-ion batteries. The alarms appeared to clear shortly after activating. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the resolution of the alarms, the serial number of the mobile power unit, if the batteries and/or battery clips were cleaned, if the system controller was damaged from the fall, and if any equipment was exchanged or returning for analysis; however, no response was received. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnects. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per patient's spouse, patient woke up confused and dropped their controller on the ground. It was not a hard fall. The controller was randomly alarming power disconnect. All connections were secured. The patient was on wall unit at the time incident. Then, they were switched to 14 volt batteries. The log files did not contain any indications of any type of controller issues. The log file did capture some intermittent indications of a weak connection between the batteries and clips which caused power cable disconnect events. Additional log files showed power cable disconnects since last analysis, but they all appeared to be during routine power swaps. There were no unusual events recorded in the log file event history. Related mobile power unit (wall unit) was reported under manufacturer report number 2916596-2024-01436.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.